Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient was in very good health at implant but has since been diagnosed with dementia and lost 25 pounds. Patient has moved and no longer near the implanting physician. It is very difficult getting info from the patient and caller thinks the setting on the stimulator needs to be changed. Patient is having problems determining what they are feeling. Patient keeps saying it is painful so they are turning it off and the incontinence issue is back. Caller is wondering if the weight loss has caused it to be out of sync. Patient is sort is saying the ins is moving around. Problems have been occurring on and off since last fall which is when patient was diagnosed with dementia and they also realized patient was turning therapy on and off. The patient was redirected to their healthcare provider to further address the issue and caller was given other hcp options.